Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had changed the infusion set and over 4 or 5 hours, the customer's blood glucose level was in the 400's mg/dl. Customer drove home and changed the infusion set. Customer took 4 units with the insulin pen for a correction. Customer's current blood glucose level was 316 mg/dl. Customer had a blood glucose level of 800 mg/dl a couple of years ago and passed out. Customer stated that it took him 3 days to wake up. Customer was not on the pump at the time. Customer's settings were reviewed and found to be correct. Customer only had a no delivery alarm and low reservoir alerts in the alarm history. Customer's blood glucose level went down to 280 mg/dl. Customer will be sent a tubing clamp. Customer was wearing a sensor. Customer ate and made the necessary adjustments. Customer called back and the pump passed the high pressure test. No further assistance needed.